Manufacturer narrative:
The part number co-2714 "2.7mm x 14.0mm cortical screw" was returned for evaluation. The threaded shaft portion of this item was not returned. The returned part was examined with magnified photography. Observed phenomena included: the screw broke approximately at the third turn of thread; the fracture plane was flat barring one peak where the plane intersected a turn of thread. The fracture plane was somewhat oblique to axis of screw. Measurements in inches were obtained. The returned portion measured 0.2200 inches. The calculated estimate of the missing portion was 0.3290 inches. Characteristics of the fracture plane likely indicate torsional brittle failure. Brittle torsional failure is most commonly linked to sudden overtorquing events. However, due to unknown procedural conditions, the root cause could not be determined.

Event description:
It was reported during the procedure, two (2) cortical screws of were fractured. Having applied a good technique, without anatomical or bone novelties, the doctor requested 2.7mm cortical screws because the patient "had thin bones". The doctor drilled with a 2.0 drill bit and proceeded to place the screw, which entered up to half without incident; however, the screws fractured. It was not perceived that excessive force had been applied to the screw nor that the patient's bone was particularly hard. Tthese screws remained implanted in the patient due to the impossibility of removing them. One remains in the patient's radius the other in the patient's ulna. Despite this issue, it was reported very good surgical results were obtained. This issue resulted in a 20 minute procedural delay. This report is related to report number 3025141-2022-00241 which is for the other screw involved in this event.